Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this product was manufactured, for evaluation. Examination of the faulty sample returned showed that the stylet ruptured at 7 cm from proximal. A part of the stylet remained in the catheter tubing. Approximately 10 cm of the stylet were missing. The stylet was kinked at the 15 cm mark. As a consequence, the catheter concertinaed during the attempt to remove the stylet from the catheter. A review of the batch history records showed no abnormalities. There is a warning in the product's IFU to avoid stylet kinking as it might not be able to be removed afterwards. This is the first complaint for batch no. 061213ga and the first complaint on a ruptured stylet for code 1252.230g. Corrective/preventative action: no corrective action has been issued at this point. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
PICC inserted into basilic vein on first attempt with introducer. PICC easily advanced to 15cm and blood return noted in both ports. When withdrawing the guidewire felt some resistance after approximately 5 cm and noted the PICC catheter started spiraling "corkscrewing" tightly around wire. Tried to gently uncoil catheter without success. Tried to gently pull wire out and after 5 minutes the catheter wire snapped at 7-8 cm and end of wire noted to be in port one bifuse end and ended at the #1 marking. No way to access wire from this area so clamp put over wire in bifuse to secure wire and PICC pulled with rest of wire intact in catheter.

Manufacturer narrative:
This complaint was reported to FDA via medwatch 2245270-2016-00056 and its subsequent follow-up. These reports require a correction. Correction: the product code associated with the complaint should be 1252.230g. The previous two reports listed 1261.203g erroneously.

Event description:
PICC inserted into basilic vein on first attempt with introducer. PICC easily advanced to 15cm and blood return noted in both ports. When withdrawing the guidewire felt some resistance after approximately 5 cm and noted the PICC catheter started spiraling "corkscrewing" tightly around wire. Tried to gently uncoil catheter without success. Tried to gently pull wire out and after 5 minutes the catheter wire snapped at 7-8 cm and end of wire noted to be in port one bifuse end and ended at the #1 marking. No way to access wire from this area, so clamp put over wire in bifuse to secure wire and PICC pulled with rest of wire intact in catheter.

Manufacturer narrative:
The malfunctioning device has been returned to the manufacturer for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
PICC inserted into basilic vein on first attempt with introducer. PICC easily advanced to 15cm and blood return noted in both ports. When withdrawing the guidewire felt some resistance after approximately 5 cm and noted the PICC catheter started spiraling ""corkscrewing"" tightly around wire. Tried to gently uncoil catheter without success. Tried to gently pull wire out and after 5 minutes the catheter wire snapped at 7-8 cm and end of wire noted to be in port one bifuse end and ended at the #1 marking. No way to access wire from this area so clamp put over wire in bifuse to secure wire and PICC pulled with rest of wire intact in catheter.